Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the intended procedure was cystoscopy transurethral resection of the prostate (turp), and the procedure was completed with a similar device with a delay of 10 ¿ 15 minutes. During investigation that was carried out from the complaint information, the reported issue regarding ¿no image¿ was not duplicated and no abnormalities were found. The root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the visera 4k uhd camera control unit had no image. There was no harm or user injury reported due to the event.